Manufacturer narrative:
Device analysis: the oad was returned without the original guide wire. The initial visual and tactile examination revealed that the driveshaft had been destructively cut from the handle assembly. The distal driveshaft section was not returned. There was no damage observed with the handle of oad. An in-house test wire was loaded through the device without resistance. When tested, the device spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. There was no damage observed with the handle assembly that would have contributed to the difficulties experienced during the procedure. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a portion of the csi orbital atherectomy device (oad) was left in the patient. The target lesion was 70% stenotic and was located in the circumflex artery. The physician used a scion blue guide wire, 7fr introducer sheath and a 7fr guideliner guide catheter to access the lesion. The scion blue guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed four runs at low speed and three runs at high speed without issue. While removing the device, the crown got hung up at the ostium of the circumflex. The physician turned the oad on low speed and spun proximally through the ostium. Again the oad was attempted to be pulled back, but still got stuck. The physician then turned on the oad and pulled back the guide wire and oad while spinning. At this point, the distal tip of the guide wire got stuck in the tip bushing of the oad. The physician cut the saline sheath and driveshaft at the distal end of the handle (outside the patient) and advanced a snare into the patient to retrieve the device. The physician removed the driveshaft, but while doing so, discovered that the distal tip of the oad (including the crown) and guide wire spring tip had fractured off. Additional attempts were made to remove the fracture portions of the device and wire, but were unsuccessful. A stent was deployed in order to pin the tip of the oad and guide wire against the vessel wall. The patient status remained stable throughout the procedure. Additional information was requested, but was denied by the facility.